Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The lead was explanted and replaced. The patient was well following the procedure.